Event description:
On 7/24/1998 following a diagnostic renal procedure, a physician attempted to place an angio-seal device in a pt's right groin. The physician did not achieve visual and tactile confirmation of proper arterial placement. Therefore, the inserting physician used a technique which he had read about in a medical publication (where a second guidewire is inserted in the event of a non-deployment). This deployment was aborted, a second angio-seal device was placed, and the device deployed with immediate hemostasis. The pt was discharged home. However, she returned approximately 6 hours later complaining of a cold procedure leg. An ultrasound was performed which identified an acute occlusion with retrograde dissection at the puncture site. The pt was taken to surgery where a femoral-femoral bypass was performed. Extensive retrograde dissection at the puncture site was noted. The pt tolerated the procedure well and was discharged home on 7/26/1998 in good condition. As of 8/24/1998 there has been no further report of complication or pt sequelae made to the MFR.